Event description:
It was reported that the intra-aortic balloon (iab) was inserted through the femoral artery with no issues for approx 30 mins prior to cardiac surgery. After approx 10 mins of intra-aortic balloon pump (iabp) therapy in the operating room the pump shut down without alarming and rebooted automatically. As a result, the pump was switched out successfully and the perfusionist managed to stabilize the pt. No report of pt death or injury. There was an approx three min delay or interruption in therapy since all settings were lost in the process and the pump had to be set up from scratch. Complications the perfusionist reported was that the interruption in therapy immediately made the pt's blood pressure drop dramatically and they had to take rapid action to avoid resuscitating the pt. The pt was critically ill and totally dependent on the iabp therapy. It was noted that the iab was working well. The pt outcome is the pt is critical and still receiving the iabp therapy while in the ICU (intensive care unit). There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an unk time or delay or interruption in therapy since the pt was dependant on the iabp therapy. The pump is currently at the engineers' workshop for extensive testing. Additional info received on (B)(4) 2012, stated that there were several changes in the report. Date arrow employee notified, was now reported as (B)(4) 2012. The issue was resolved when they rebooted the pump and the pump reboots itself. The pump was not swapped out as previously reported, nor did the pt's pressures fall immediately when the pump stopped and they almost had to resuscitate the pt. When the event occurred is now reported as when the pt was transferred to the intensive care unit while receiving iabp therapy. This had occurred previous in the ICU and was not reported at the time as a problem. The field engineer was requested to check and service the pump. The battery was replaced on (B)(4) 2012 and the pump had been put back into service. An update received on (B)(4) 2012 stated that the pt is doing well. Reference MDR #1219856-2012-001177 for the second event involving the same pt.

Manufacturer narrative:
F/u report will be filed if additional info becomes available.